Event description:
The affiliate stated the customer reported approximately 100 milliliters of clear fluid leaked in the right compartment of the instrument involving the coulter lh 500 hematology analyzer. The operator was wearing only protective gloves at the time of the fluid leak and came into contact with the fluid on the arm. The operator rinsed the arm with water. There was no exposure to open wounds or mucous membranes. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event. No patient results were generated. There was no patient impact. The customer indicated the instrument generated hemoglobin out of range error, indicating low hemoglobin lamp voltage, and partial aspiration and diluent comparison out of limits errors at the time of the fluid leak. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) discovered the green stripe tubing had come off of the latron line, ft31. The fse replaced the tubing and resolved the fluid leak issue; diluent would run through the tubing. The fse successfully completed system test. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).